Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the bio - ID not working. A field service engineer adjusted all door panels to minimize interference. Performed station restart and tested all doors / bio ID in hta. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe bio - ID not working. The customer stated that the malfunction was occurred and they has the ability to bypass the bio-ID utilizing their password. There were no adverse events or injuries reported based on this incident.